Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2021 indicate the patient received a left total hip revision due to pain and elevated ions. Upon entering the joint, synovitis and metallosis was encountered and removed. Corrosion was noted on the trunnion of the stem, the corrosion was removed, and the stem was left in place, not revised. Corrosion was also present on the backside of the metal liner ¿ no indication of corrosion on the cup itself. Head and liner were revised. The surgery was completed without indication of complication by the surgeon. Date of implantation: (B)(6) 2006; date of revision: (B)(6) 2021; (left hip) . Treatment: revision of femoral head and acetabular liner.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.